Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient's peritoneal dialysis nurse that the patient went to the hospital on (B)(6) 2016, where she was diagnosed with peritonitis. Lab cultures were taken, but no results were made available. The source of the peritonitis was not identified.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis patient presented to the emergency room on (B)(6) 2016 and was sent home. The patient was diagnosed with peritonitis at the clinic the following day. The peritoneal dialysis (pd) nurse confirmed that the fluid culture was positive for the organism acinetobacter junii. The patient was treated with gentamicin 40 milligrams for a total of 21 days. The pd nurse stated that the peritonitis was a result of the patient demonstrating poor hygiene for the last two weeks. The patient was re-educated on proper hygiene during peritoneal dialysis treatment.